Event description:
It was reported that during the bha surgery when the surgeon was rasping with final broach, the pt's blood pressure start to drop gradually. The pt's condition was not so good prior to this surgery. Therefore, during the surgery, the anesthesist was saying that the hip surgeon should finish this bha as soon as possible. The pt suffered cardiopulmonary arrest after all components was implanted in the operating room. During the suturation, the pt alternated between a resuscitation and a cardiopulmonary. As a result, the pt died an hr after the bha.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.